Event description:
N/a.

Manufacturer narrative:
Patient height: 162cm. A getinge field service engineer (fse) was dispatched to evaluate this unit. Fse only found the blood back made it to the pim, no excessive leakage found. No blood in lines inside casing on boards, fans or batteries. Pim replaced. Unit passed to factory specifications. Returned to customer for use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called and provided photos of helium tubing on receiving of the photos it was recognized that there blood in the helium tubing. Customer was informed that the balloon is to be removed immediately, as there was a balloon leak. The balloon was removed successfully, without complication. There was no patient harm reported. Related balloon complaint ot: (B)(4).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).